Event description:
Edwards received notification from united kingdom that when separating a size 28 thin - flex single stage venus drainage cannula model tf028o90 from the case, the case itself detached, and sharp fragments of the brittle material remained attached near the tip of the cannula. Reportedly, some of the particles were only visible to the surgeons when using surgical loupes. The issue was observed during preparation of the cannula and the device was not used on the patient.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Initially, it was reported that, during device preparation, sharp plastic fragments were observed attached near the cannula body when a size 28 thin, flex single stage venous drainage cannula, model tf028o90, was removed from its case. Some fragments required magnification to be identified. The device was not used on the patient. Subsequent product evaluation determined that the fragments originated from the plastic case and were attached externally in the wire reinforcement area of the cannula, not within the fluid lumen or at the cannula tip. Therefore, the fragments would not have entered the blood vessel. Based on established criteria, MDR reportability applies when particulate matter is confirmed within the fluid path of intra arterial devices above defined size thresholds. In this case, the particulate matter was external to the fluid path and visible upon device inspection. No injury occurred, as the device was not used. Based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.